Event description:
While using baxano ioflex decompression device wire broke. Could have been operator error (scrub tech loading), force of surgeon effort or inherent in product. At time of closure wire was not located x-rays taken. During closure approximately 4" piece of wire was located. Surgeon informed of retrieval of broken piece. Wire and device sequestered and given to or surgical director for possible submission to third party evaluation.